Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the left ventricle lead exhibited inappropriate capture threshold. The lead was not used and replaced. There were no patient consequences.

Manufacturer narrative:
Correction: please retract the report 2017865-2023-02329 as the serial number was previously reported in 2017865-2022-41884.